Manufacturer narrative:
As of today, available information suggests this device and lead remain in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels and the rv seal plug was not closed completely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded the noise and oversensing observed following the implant procedure was likely caused by air escaping the partially open seal plug.

Event description:
Boston scientific received information that during the device replacement procedure for this implantable cardioverter defibrillator (ICD), the physician experienced difficulty inserting the rate/sense (r/s) terminal pin for this defibrillation lead into the device port. Resistance was felt. The physician used saline and was able to get the pin inserted fully into the device. It was also reported that every third beat of pacing was inhibited due to an artifact on the ventricular r/s channel. The blips were frequent at first, then they decreased in frequency and finally stopped. A boston scientific crm technical services consultant discussed the possibility that air bubbles were escaping through the seal plug and causing the blips. The equalization of air in the port can cause this phenomenon. Boston scientific received new information. In (B)(6) 2017 this device was explanted for normal battery depletion and was replaced with a cardiac resynchronization therapy defibrillator (crt-d). The explanted device was returned for analysis.